Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that after removing the whisper guide wire from the packaging, a bend was noted. The physician attempted to shape the guide wire but the coils appeared to unravel. The device was not used and there was no patient involvement. A new whisper guide wire was used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported stretch\unraveled and break in the coils was not confirmed. The deformation due to compressive stress was confirmed. The difficult to prepare could not be confirmed due to the condition of the device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no additional incident and/or complaints. Based on the information provided, the investigation determined that the reported bend in the wire and subsequent difficulty to shape the wire may have been caused during removal from the dispenser loop, however, this could not be confirmed. The reported break and stretch coils were not confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.